Manufacturer narrative:
Alternative report identification number (B)(4). (B)(4). Device evaluation: product testing was not performed because neither a returned product nor a lot number was available for investigation. The consumer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records could not be performed, as the product lot number was not provided. Labeling evaluation: the directions for use (dfu) adequately provide instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, a product deficiency was not identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a female consumer experienced an event with use of oxysept 1 step. It was reported that she used oxysept 1 step for the first time and experienced irritation, burning and stinging. She went to hospital triage and they mentioned that she had burnt nerve endings. Her eye was rinsed with saline and she was given eye drops. She had a follow up appointment the following week. Her issue is settling down but she had to dispose of her contact lenses. She used the product per the instructions and neutralized as instructed. Further information reported that the end user had not cleaned or exposed their lenses to anything else prior to using the oxysept product. The symptoms appeared in the right eye immediately following use of the product. When asked about the name of the drops that she was given and what was the dosage, the response was that the name was not known but the dosage was four (4) times a day. The end user did not have a history of eye problems. As oxysept solution is used in conjunction with tablets, two reports will be provided. This report represents the oxysept solution.